Manufacturer narrative:
This is one of two device reports associated with this event.

Event description:
The plaintiff's attorney alleged that the pt experienced respiratory failure and cardiac arrest after receiving hemodialysis treatment. It was also alleged that the pt expired on the same day of the event and that the event resulted from exposure to the granuflo and/or naturalyte product which was administered to the pt for dialysis treatment.